Event description:
It was reported that the patient received several inappropriate shocks due to noise on the ventricular channel. Dislodgement was observed via fluoroscopy. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.